Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed from the circumstantial evidence that was observed in the photograph that was provided for investigation. In the photo, it appeared that the safety mechanism had been activated; however, the needle appeared to be fully extended from the shield. The root cause of the reported issue could not be determined from the photograph. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the issue with the IV is when push the button it is not retracting the needle (on some of the caths). They would then have to pull out manually (like slide style). She said the issue started with this last shipment.

Manufacturer narrative:
Correction: e/f codes updated to reflect that no information was provided regarding patient outcome despite attempts to obtain information from customer.

Event description:
No additional information.